Event description:
Device malfunction: loss of vessel access. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after step 2 locator wings deployment, no expected resistance was felt when the device was retracted to position the locator wings against the anterior surface of the arterial wall. The device pulled out of the vessel, losing vessel access. Hemostasis was achieved using manual compression. There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.